Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type: catheter.

Event description:
Information was received from a healthcare professional via a manufacturers representative regarding unknown patients. It was reported on (B)(6) 2016 that the doctor had seen more granulomas than in previous years and is not sure if it is due to the utilization of the ascenda catheter or compounded medications.